Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse went on site and replaced the integrated electro surgical unit (iesu) due to extremely weak bipolar and monopolar energy and instruments would not cauterize. The system was tested and verified as ready for use. Isi has received the iesu, however, failure analysis has not completed their investigation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation. A system log review was performed. Per the review, the following was confirmed: the bilateral inguinal hernia with transabdominal preperitoneal (tapp) bilateral incisional inguinal hernia procedure was performed on (B)(6) 2022 on system (B)(4). A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. This complaint is considered a reportable event due to the following conclusion: the electrosurgical generator unit (iesu) was replaced after the start of the procedure and the surgeon was able to continue with the procedure robotically with a third-party esu. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia with transabdominal preperitoneal (tapp) bilateral incisional inguinal hernia surgical procedure, the customer informed the field service engineer (fse) that the bipolar energy did not fire during their morning procedure. The fse replaced the erbe in the previous day and had no issues. Error logs were uploaded and did not note any errors. The fse did not have any surgeon or procedure information. Customer swapped to a force triad to complete procedure. The procedure was completed with no patient harm. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system is checked prior to surgery each day. There were no issues noted prior to start up of the procedure. The erbe will be returned for evaluation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the integrated electro surgical unit (iesu) involved with this complaint and completed the evaluation. Failure analysis (fa) investigations could not reproduce the reported complaint. The unit energized and cauterized, and all ports recognized instruments. As a safety precaution the unit will be returned to the original equipment manufacturer (OEM) for further investigation. There was no problem detected.

Event description:
Refer to h10/h11 for follow-up information.